Event description:
It was reported that a patient experienced a loss of therapy and pain at the site of the implantable neurostimulator (ins). It was reported that the patient had "very good" success with her device when it was implanted three years ago. However, approximately three weeks ago, the patient suddenly had an onset of pain at the ins site, loss of stimulation, and a return of her symptoms. It was stated that the patient was getting less than 50% therapy relief. There was no trauma to the area, nor were there any signs of infection or swelling. Interrogation of the ins revealed impedances greater than 4,000 ohms in all leads. It was also noted that the ins appeared to have been reset with the amplitude limits all set at one. The patient opted to have her device removed in the hopes that the pain would improve, and then the device could be replaced. When the electrode was removed, it "snapped in half". It was noted that the wire did not uncoil or stretch as usual. It was stated that the patient tolerated the operative process "well" and was taken to recovery in a "satisfactory" condition. Further information has been request, but none was available at the time of this report. If more information is received a supplemental report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. All impedance measurements were greater than 4000 ohms. There was a surgical explant of the lead and implantable neurostimulator (ins) on (B)(6)-2012. It was stated that the patient did not require hospitalization. The patient outcome was not reported. No further information was received.

Manufacturer narrative:
Product ID, 3889-28 lot# v268042, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found no anomalies. Analysis of the lead (lot #v268042) found that the body conductor was broken at or near the tines. The ins output was tested at the distal end of the broken lead. Stable output was observed on each program as received on an oscilloscope. There were no issues when pressing on the ins can. All conductor wires were broken at the marker band, just proximal of the tines.